Event description:
It was reported by the patient that several events have taken place through their time with their implantable cardioverter defibrillator (ICD). Patient has stated the device has delivered therapy multiple times and has been "knocked out" by the device and has lost teeth while being shocked due to clenching their teeth. Patient also stated they are depressed, can't sleep, and are sore. Patient indicated the device was reprogrammed approximately one year ago and "found out there were three things wrong." The patient states they have spoken with their physician regarding removing the device. The caller was advised to continue to work with their physician in order to resolve their symptoms and concerns. Follow-up was attempted multiple times with the patients follow-up clinic with no response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).